Event description:
It was reported that during a lobectomy procedure, the device was fired and the staple legs were straight, sticking out of the tissue totally unformed. This occurred on either the first firing or one of the first few firings. No problems noticed with the reloading of the device. When they leak checked the staple line with air, it just opened up. The staples were straight and totally unformed. The quality of the tissue in the area where the device was fired is not known, but it was not normal. They converted to an open procedure, extended incision, and over sewed the staple line where it opened. The device was discarded.

Manufacturer narrative:
Date sent: 06/23/2009. Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because on device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.